Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had had an air leak that was occurred during surgery. No injuries were reported to have occurred, however, it is unknown if injury or medical intervention was necessary. There was no additional information provided.